Event description:
Nurse said a patient had received catheterization in the lower limbs on (B)(6) 2014, however, the catheter fractured in the patient's body, then a surgical operation was performed in the operating room before the catheter was removed. The catheter (PICC) was implanted surgically into the right lower limbs using type-b ultrasound-guided seldinger technique on (B)(6), then the length after the catheter implantation is 50cm, the outer part left 8cm. The length when hospitalized this time is consistent with that outside. On (B)(6), after intravenous infusion of normal saline and chemotherapy drug for 50ml, causing symptoms such as local swelling, pain and so on. While when maintained in a local hospital on (B)(6), a sensation of both pain and swelling appeared, which was thought as a result of cold normal saline, thus not special attention was paid for that. When hospitalized in hospital, this happened again. When the infusion was stopped for half an hour, the swelling subsided, so the nurses gave PICC dressing, teared the film, lightly lift the catheter for disinfection, a catheter is prolapse hereupon, broken in the body. Experts of vascular surgery held a consultation, plain film bedside of abdomen and lower extremities showed that the location of fractured catheter was at the two transverse finger of puncture point. The femoral vein was incised immediately, the catheter was removed completely, the catheter in the body and the catheter ends outside matched. Now they have reported the event as an adverse event to the hospital.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.